Manufacturer narrative:
All operating currents are within specification and the insulin pump passed displacement test and self test. No unexpected low battery or off no power alarms noted. However, the insulin pump had received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that they had a battery failure on the insulin pump. Customer stated the insulin pump would intermittently work, but now would not. The customer changed the batteries several times, but the anomaly persisted. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.